Event description:
It was reported that the patient called indicating that during an arm move, the patient experienced pain on the implant location. Additional information was provided indicating that this right ventricular (rv) lead dislodged, and the physician decided to reposition the lead. No additional adverse patient effects were reported.